Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during testing prior to surgery, the doctor tried to use the trigger mechanism of the cryosolutions set with 1 cartridge/1mm tip (33510), and the whole cartridge discharged. No injury or surgical delay has been reported.

Manufacturer narrative:
Updated fields: d4 (UDI#), d9, g3, g6, h2, h3, h6, h11. The cryosolutions set with 1 cartridge/1mm tip (33510) was not returned to the manufacturer; therefore, an evaluation of the device could not be performed. The product serial number indicates a manufacture date of 2012. The issue of discharging may be the result of a damaged or missing o-ring, or misalignment of the pen when installing a cartridge. Per the instructions for use (IFU), "always use protective gloves when installing cartridges. Inspect cartridge for o-ring. If o-ring is missing, do not attach the cartridge. Contact integra miltex for o-ring replacement." However, without return of the the product, a definitive root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.